Event description:
It was reported that pump displayed malf 1 malfunction code that could not be reset, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump for insulin delivery, and technical support confirmed pump was in warranty, arranged shipment of replacement pump without signature requirement, provided instructions for putting malfunctioning pump into storage mode and returning it within 10 days using prepaid materials, and advised customer to program pump settings and connect glucose sensor to replacement pump.